Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm during first inflation. The procedure was completed with another of the same device. No patient complications were reported.